Event description:
It was reported via repair work order that the patient right siderail was not latching up due to a broken white spindle spacer in latching spindle subassembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.